Manufacturer narrative:
Upon completion of the investigation, the device was visually inspected and confirmed that the filter at the top of the burette has come into contact with biological debris. No occlusions were noted. The liquid was drained into the burette, and then into the collection bag. The drainage was very slow between the burette and the collection bag. This is probably due to the biological debris on the filter in the burette when the device was laid flat. As noted in the IFU: do not invert the eds iii device ¿ if the vent becomes wet, change the tubing and drainage bag with a codman eds iii csf system. Review of the history device records was not possible as the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information received on january 09, 2014: "edsiii drainage system stopped draining. Customer said burette chamber may have gotten wet on inside when it was laid flat for patient transport".

Event description:
The sales rep reported that the drainage system stopped draining appropriately. It was removed from the patient and was replaced with another one. The entire system was replaced including the catheter. It was reported that the patient is okay.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.